Event description:
It was reported that a cgm error occurred, specifically error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error, and the caller successfully started a new sensor session.